Manufacturer narrative:
The results of investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the reported pericardial effusion was likely related to patient anatomy.

Event description:
During an accessory pathway ablation on the left lateral aspect of the mitral valve, the patient became hypotensive and the cardiac silhouette appeared to lose its range of motion on fluoroscopy. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. The patient was extubated shortly after the case, returned to her room, and discharged the following day. There were no performance issues with any abbott device. The complication was related to a difficult patient anatomy.